Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. The caller resolved the issue before contacting support by changing the charging supplies, using a non-tandem wall adapter with a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised against using third-party charging supplies and agreed to send a replacement tandem wall adapter via two-day shipping. No further assistance was required as the pump began charging successfully.